Manufacturer narrative:
The catheter was returned to avi on 22 april 2025. The evaluation confirmed the presence of kinks and a break, but no root cause could be determined.

Manufacturer narrative:
On 03 march 2025, the complainant reported a fracture in the midline. There is no report of clinical impact to the patient. No additional information has been made available. Despite multiple requests, the device has not been returned for evaluation, and no further details regarding the reported issue have been provided. Due to the lack of a returned sample and limited information, a root cause could not be determined, and no further investigation is possible.

Event description:
Report of a fractured line.